Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-4318. Serial: (B)(6)/(B)(6). Batch: 7070393/7072642. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-2218-50. Serial: n/a. Batch: 24630777.

Event description:
It was reported that patient underwent an explant procedure due to an unknown reason. No further information could be obtained.